Event description:
Procedure: sleeve gastrectomy. According to the reporter: on (B)(6) 2013, dr (B)(6)performed a gastric lap sleeve. Pt was readmitted on (B)(6) 2013 for gastric leak. Current pt status: ok. Pt was put on cipro, had a left pleura effusion with thoracentesis, no reop. No reinforcement material was used. The surgeon indicated the leak was not due to the integrity of the staple line, but more likely due to pt condition.

Manufacturer narrative:
(B)(4).